Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient has been experiencing ongoing aching pain at the implant site, specifically on the left side/hip area. The patient mentioned that the patient has been ongoing and is unsure if the stimulation is providing relief. After a recent visit with the physician, the pain temporarily subsided and urinary symptoms showed improvement. The patient had not yet used the remote to check and adjust stimulation levels. The patient has a medical history of arthritis, lumbar surgery, cancer, chemotherapy and multiple falls. The patient visited the physician after testing the device again and no problems were found with the ins device. The electrodes were not aligned any longer due to car accidents or falls that the patient recently experienced. The physician set the patient on a new program and the patient was comfortable and not having any painful stimulation. The patient scheduled a revision of the leads for (B)(6) 2025.

Event description:
It was reported that the patient has been experiencing ongoing aching pain at the implant site, specifically on the left side/hip area. The patient mentioned that the patient has been ongoing and is unsure if the stimulation is providing relief. After a recent visit with the physician, the pain temporarily subsided and urinary symptoms showed improvement. The patient had not yet used the remote to check and adjust stimulation levels. The patient has a medical history of arthritis, lumbar surgery, cancer, chemotherapy and multiple falls. The patient visited the physician after testing the device again and no problems were found with the ins device. The electrodes were not aligned any longer due to car accidents or falls that the patient recently experienced. The physician set the patient on a new program and the patient was comfortable and not having any painful stimulation. The patient scheduled a revision of the lead for (B)(6) 2025. The patient had lead revision only with no complications. The patient did well, was programmed a postoperative and was discharged home.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.